Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call reservoir occlusion. Customer's blood glucose level was 16.9 mmol/l. Customer's mother advised the reservoir has air bubbles which are resulting in high blood glucose levels.